Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum there was flow issues. The following information was provided by the initial reporter. The customer stated: "a septum needle-free closed infusion connector was used for infusion. After the bd connector was opened, the tube was flushed with normal saline. It was found the resistance was too large and the normal saline could not be injected. Immediately the bd connector was replaced, and the flush tube was smoothly connected to the indwelling needle."